Event description:
A customer complained after observing a non-reproducible, higher than expected vitros troponin I es result for a single patient sample using a vitros trop I es reagent on a vitros 5600 integrated system. Vitros trop I es result: 1.09 ng/ml vs expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The result was reported outside the laboratory and a corrected report was later issued. There was no allegation of patient harm occurring as a result of the event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros troponin I es result for a single patient sample was obtained using a vitros trop I es reagent on a vitros 5600 integrated system. Although a definitive assignable cause was not identified, the investigation determined that user error due to improper cleaning of the instrument per manufacturer¿s recommendations cannot be ruled out as a contributing factor. Pre-analytical sample handling or a transient reagent issue cannot be ruled out as contributing factors to the event.